Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer was unable to load a cartridge onto the pump. The contact checked the pneumatic tap and no issues or damage was observed with the pump. There was no impact to the customer's blood glucose level as the customer had not begun to use the pump for insulin therapy. The contact reported the customer would use alternate therapy for insulin therapy.